Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -0.50/5.5/100 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. Intraoperatively the lens was removed due to the lens turning over during injection. There was no patient injury. In the reporters opinion the cause of the event was the device.